Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: dtba2d4, implanted: (B)(6) 2013; product ID: 6935m62, implanted: (B)(6) 2013; product ID: 439688, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52 the full lead was returned, analyzed was performed and no anomalies were found.

Event description:
It was reported that patient had ventricular tachycardia storms resulting in 50 shocks from the device. It was noted that the data suggested the device treated appropriately. It was also reported that there was possible noise on the right ventricular (rv) lead and the physician request analysis for potential lead fracture or an issue with the header connection. The patient was reported as deceased due to cardiac issue not related to the device approximately 17 days post implant of the ICD system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.